Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.

Event description:
Consumer reported that upon removal of an unspecified number of tampons, the string would separate from the pledget. She manually removed the pledget from her vaginal cavity in one piece. This event caused her some anxiety which resolved. She did not seek medical attention.